Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed for this incident. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: november, 2015.

Event description:
It was reported that on three separate occasions the safety shield of a 18 g x 1.5 in. Bd eclipse needle broke off of the device without any immediate force or pressure applied. The shield came off during a manipulation process within an isolator in the cytotoxic aseptic services unit. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed production and quality processes were carried out normally with zero rejections noted for the reported lot # 1511005. Additionally, no anomalies or qn in injected safety shield batches (B)(4). However, research has found two quality notification (#7258) in injected safety shield batch #(B)(4) related to flash in pivot and (#7438) related to broken pivot which would probably affect the broken safety shield. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode. Our quality engineer also notes that although affected samples have not been provided to check with the identified in the manufacturing plant, we are confident that the material segregation was correctly done and finally this batch was released in accordance with specifications. There is a 100% the properly opening and activation of safety shield of needles, rejecting the defective ones. However, a safety shield with a flash could probably skip the detection.